Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient has several issues regarding his handset. He was unable to increase his therapy settings, and several group settings have disappeared. He's concerned that waiting for a healthcare provider appointment will take too long, and he¿s in significant pain in the meantime. There was ¿no good charge ins.¿ the handset displayed 80% charge, but that's wrong. ¿showing 101?¿. Group a showed 3.7. Program 2 showed nothing. Cannot amp up. Can amp down. Request for a new charging cable as it was thought it may help with the connection between the charging cable and the patient programmer. Additional information received reported that ¿no good charge ins¿ meant that the patient was changed over form a restore ultra where he only charged every 5-6 days. He has high power demands and does not like having to charge either daily or every second day. The cause of unable to increase therapy settings was due to he has impedance issues on some of his contacts so had to reprogram around them to try and resolve the issue. The patient has had high impedances on one of his leads (0-7) for a very long time and therefore that lead could no longer be used. On lead 8-15 contacts have impedance readings of 40,000 ohms. The cause of the high impedances was not known. The cause of several group settings have disappeared was a misunderstanding on his part, there was only one group with 2 programs and he had one switched off and didn¿t notice it was at 0. The cause of the pain was he needed to increase his intensity settings and was not able to with the impedances and therefore his pain increased. It was unknown what ¿showing 101¿ meant. The actions taken to resolve was reviewed his ins, changed some of the programming settings to work around the high impedances on leads, and then re-educated use of equipment again. The issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.